Event description:
Caller reported experiencing a cartridge alarm with their pump, specifically alarm 30. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support decided to replace the pump, and advised the caller to use multiple daily injections (mdi) as a backup therapy. The customer was informed about the necessary steps for using the replacement pump and how to return the malfunctioning pump to tandem. The pump was under warranty, and a replacement pump with updated software was sent to the customer without requiring a signature upon delivery.